Manufacturer narrative:
During a follow-up call on (B)(6) 2016, the customer confirmed that the pump data upload had been completed. Tandem technical support reviewed the pump data and was unable to observe the reported issue. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates with multiple cartridges. Reportedly, the customer allows the cartridges to reach zero units during normal insulin usage, and extracts insulin from them once the cartridges are removed from the pump. On (B)(6) 2016, the customer reported extracting 85 units of insulin from the cartridge. Then, on (B)(6) 2016, 40 units was extracted, and 50 units was extracted on (B)(6) 2016. Recommendation was made to upload the pump data for further review. The customer stated the load process would be completed, the customer would gather additional data, and then upload the pump data for tandem technical support to perform further review. There was no impact to the customer's blood glucose level.